Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event of peritonitis. The cause of the peritonitis, treatment for the event, and the patient¿s outcome were not reported. At the time of this report, the patient had discontinued pd therapy and had moved to hemodialysis. No additional information is available.

Manufacturer narrative:
The patient was born on an unreported date in (B)(6). Concomitant medical products: dianeal 1.36% pd4 and extraneal 7.5%. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis (previously reported as an unreported cause). The cause of the breach in aseptic technique was further described as ¿the patient was new to peritoneal dialysis and the patient was not used to stringent levels of hygiene¿ (no further detail was provided). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The peritonitis was manifested by abdominal pain and a fever. The cause of the breach in aseptic technique was further described as a touch contamination. On the same day as onset, the patient was hospitalized for the peritonitis and the patient began treatment for the event with vancomycin, stat/sc (subcutaneous) and gentamicin, stat/sc (doses and frequencies were not reported). Three days later, the antibiotic treatment was discontinued and the patient was discharged from the hospital and has recovered. On an unreported date the patient was retrained in aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.